Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached for supplier evaluation.

Event description:
On 08/31/2022, it was reported by a facility representative via sems that a ar-6480 dw pump is pumping 300ml to the patient while set at 237ml this occurred during an unknown case, and there was no patient injury reported.